Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and toxemia. Concomitant products included medroxyprogesterone acetate (depo provera). In 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced anaemia ("anemic") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced depression ("depression") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced upper respiratory tract infection ("frequent upper respiratory infection"). In (B)(6) 2013, the patient experienced stress urinary incontinence ("stress incontinence"). In (B)(6) 2014, the patient experienced paraesthesia ("tingling in my hands"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 5 years 2 months after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary disorder"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved, the menorrhagia, upper respiratory tract infection, depression, bladder disorder, urinary tract disorder, anaemia, paraesthesia, weight increased and abdominal pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, anaemia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, paraesthesia, pelvic pain, stress urinary incontinence, upper respiratory tract infection, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet- events abnormal bleeding(vaginal, menorrhagia), frequent upper respiratory infection, depression, bladder or urinary problems or changes, anemic,tingling in my hands, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.